Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported the circumstances that led up to the patient's "zinging" and feeling stimulation when coughing was the patient's pain was worse and the zinging happened when the patient turned up the stimulation but the pain didn't get better. The patient was reprogrammed to address the issue.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's therapy recently feels like it's not working. They were wondering if there was a limit to how high it could go- they were at the high 4's and were afraid to turn it up. They stated that they had the device implanted for their legs. When they turn it up it seemed to work better for their legs; when it was at this level it seemed to help a lot if they were up and about but not so much if they were sitting or driving for a while. If it was in the high 4's it zinged them if they coughed. They don't normally feel stimulation and only feel the stimulation and zinging when they cough. They also reported that they may have overexerted their back from following their (B)(6) son around- they were still healing from the surgery and may have pulled something in their back. They don't want to turn it up higher if their back is inflamed and noted that the last few days had seemed to be worse. The thought that maybe the inflammation of the back was contributing to the increased pain in their legs. No further complications reported.